Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. "The team" suggested it was possibly because the device kept "switching itself off," but this had not been confirmed. The patient's device was replaced. There were no patient injuries or symptoms related to the event.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed the stimulator was functionally okay and there were insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.